Event description:
It was reported that a red alert was received for low, out-of-range shock impedance measurements (19 ohms) from this right ventricular (rv) lead. The patient was subsequently seen in-clinic where provocative maneuvers were performed with normal, in-range impedance (~65 ohms). Technical services was contacted and reviewed the provided diagnostic imaging. It was hypothesized that this rv lead may be experiencing noise from the previously capped, nearby rv lead. The physician scheduled a commanded shock test to further evaluate the rv lead integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).